Manufacturer narrative:
Follow-up # 1 date of submission 05/01/2014-device evaluation: the pump has been returned and evaluated by product analysis on 04/17/2014 with the following results:a review of the black box showed no issues. During testing, 2 boluses were performed from the pump, and 1 from a meter. All 3 were recorded accurately in the pump¿s history. The pump cover was opened and no internal defect was found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. The reporter stated that after a recent reboot after a bolus; the pump¿s history showed no record of the bolus being delivered or cancelled. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.